Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the deployment sequence, when the lock line was retracted approximately 6 inches, resistance was felt. The lock line was left in place, and the clip was deployed. The cds was first removed and then the lock line was removed successfully. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number. Evaluation summary: all available information was investigated and the difficulty to remove the lock line was confirmed and was determined to be related to the lock line knot observed on the proximal end of the delivery catheter (dc) shaft lock lumen. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the observed knot in this incident could not be determined. The difficulty removing the lock line appears to be the cascading effect of the observed knot. There is no indication of a product quality issue with respect to manufacture, design or labeling.